Event description:
On (B)(6) 2020, a customer from (B)(6) reported that he obtained a misidentification of geobacillus stearothermophilus atcc 7953 as geobacillus caldoxylosilyticus with vitek ms instrument (ref. 410895) ¿ serial number (B)(4). The customer stated he received two samples of biological indicators from a client (a sample of test strips and a sample of ampoules) for confirmation of identification. The two samples came with certificates of conformity from the supplier confirming the geobacillus stearothermophilus atcc 7953 strain. The results obtained by the customer were the following: strips: geobacillus caldoxylosilyticus (99.9%). Ampoules: geobacillus stearothermophilus (99.9%). As it occurred during qc testing, no patient is involved. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in canada regarding a misidentification of geobacillus stearothermophilus atcc 7953 as geobacillus caldoxylosilyticus with vitek ms instrument (ref. 410895) ¿ serial number (B)(4). The last fine tuning report before the identification issue was not provided; however, based on the analysis of the calibrator files and according to the vilink alert tool criteria, no fine tuning was needed during the tests made on 15may2020. According to the testing data provided, the misidentification was obtained with a low identification score (-0.35) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). The vitek ms knowledge base user manual states the following concerning low discrimination results: ¿additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results are necessary to complete the organism identification.¿ the customer¿s spot preparation quality is not optimal. The calibrator ¿all peaks¿ values are quite heterogeneous. When the small peaks threshold level was increased (5mv instead of 0 mv), biomerieux obtained a low discrimination result of geobacillus caldoxylosilyticus / geobacillus stearothermophilus, instead of a single choice to geobacillus stearothermophilus. These results could be explained by the presence of an important level of interfering peaks, and confirm that the spot preparation of this sample strain is not optimal. The root cause of this event is non optimal spot preparation.